Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. No lot number provided.

Event description:
Doctor reported that patient presented with a fractured iunihg screw. The screw was removed from the implant. Tooth site # 30.

Event description:
The device is not a zimmer biomet screw.

Manufacturer narrative:
This report is being submitted to relay additional information. It has been confirmed by the customer that the device is not a zimmer biomet device. It is a screw from another manufacturer. Not known to zimmer biomet which manufacturer. No further medwatch reports will be submitted for this event."